Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacture report number 3004209178-2016-97818 for the insulin pump.

Event description:
The customer reported via phone call, the insulin pump was alarming no delivery during prime. She didn't recall her blood glucose level at the time of the alarm. Troubleshooting wasn't performed as she was currently at the hospital due to high blood glucose. She also had diabetic ketoacidosis. Due to no troubleshooting it is unknown what may have caused the alarms. Customer was advised to leave reservoir and infusion set with the insulin pump. Customer is returning the device, reservoir, and infusion set for analysis.